Manufacturer narrative:
Sample from the patient was submitted for investigation. The ft4 results on two analyzers were found above the reference range and the tsh result was lower than the reference range. No interference to the sulfo ru-label of the assay or to streptavidin was found in the sample.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable results for various assays from multiple samples from one patient while using a roche diagnostics elecsys e170 modular analytics immunoassay analyzer. In (B)(6) 2012, the customer received questionable thyroid results for the patient compared to the results from a vitros eci ortho diagnostics analyzer. Since then, the customer always used a non-roche system for confirmation for thyroid parameters. Questionable thyroid results were also received for a sample from the patient tested on (B)(6) 2017. Refer to the attachment to the medwatch for all patient data. This medwatch is for the elecsys ft4 ii assay. Refer to the medwatch with patient identifier (B)(6) for the elecsys tsh assay the results were reported to the doctor. The patient was not adversely affected. The customer suspected interference in the sample caused the issue.

Manufacturer narrative:
The customer performed additional testing of the patient for troponin t and probnp for troubleshooting purposes and to rule out interference. With a 1:1 dilution with a known high patient sample, the results recovered lower than expected. The customer believed this indicated interference in the sample. A specific root cause could not be identified. Further testing of the sample did not indicate any interference. No sample volume remained to perform further investigation